Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received indicating that the all other measurements were within range. No revision was performed and no lead or device issue was suspected. Further, the patient will be monitored through the remote monitoring system. A defibrillation threshold (dft) test was performed but the results remain unknown at this time. The device and lead remain in service. No adverse patient effects were reported.